Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarm occurred. Customer's blood glucose reached 200-250's mg/dl. Reportedly, customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Customer changed out all a supplies and resumed insulin delivery.